Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, scope communication error (b30) occurs when transmission control becomes unstable between the scope and the processor. The b30 error may have resulted from dirt or dust on the contacts between the scope and the processor, which could led to communication failure. The following information is stated in the instructions for use which may have prevented the event: "make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear." Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that a "b30" error was generated with multiple scopes when used with the olympus, model clv-190, evis exera iii xenon light source. The problem, as reported to olympus, was identified during maintenance. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The problem was resolved by the initial reporter by troubleshooting with the assistance of olympus technical support. An assignable cause for the reported problem could not be identified in troubleshooting the problem. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.